Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was fluctuating (50-600 mg/dl) and the cause was not known. The customer went to the emergency room when the bg was in the 600s mg/dl. The customer was treated with antibiotics. After 6 hours, the customer left the ER still feeling "sick"; however, the high bg resolved. As the event had occurred in the past, a cause of the fluctuating bg levels could not be determined.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) level was not entered into the pump by the user and continuous glucose monitor (cgm) was not in use with the pump on (B)(6) 2018. The user requested a bolus for a bg of 600 mg/dl and delivered 25 units of insulin at 7:28 am. There were no erratic basal rate adjustments. Low bg could not be confirmed. It is possible the user overcorrected for the elevated bg level. There is no evidence that the insulin pump experienced a malfunction or failure.